Manufacturer narrative:
The lot history record for the device subject of the event was reviewed and no abnormalities were noted. Without return of the device, a root cause could not be determined. A steris account manager is scheduled to complete in-service training with user facility personnel on the proper use and operation of the padlock clip on may 22, 2024. No additional issues have been reported.

Manufacturer narrative:
The device was not returned for investigation. Offered in-service training, pending response. The instructions for use (IFU 732380) was reviewed and gives the following instructions to the user, "check to ensure that the scope is inserted completely into the scope mounting feature of the delivery housing and that the housing isn't expanded. Too tight of a fit can expand the scope mounting feature making the pushing mechanism sluggish and allow the padlock clip® to get hung up on deployment, especially in retroflexion. If any clip points extend beyond distal rim/edge, carefully replace safety cap, do not use this product, contact your local product specialist or customer service representative, and use a different device for procedure. Do not remove the handle stay until endoscope with loaded padlock clip® defect closure system is in position over defect and ready for deployment. Avoid bending the linking cable too aggressively or using a grasping/clamping device on the linking cable as it can create a "kink" and/or disable device function. Deploy padlock clip® by using a firm and rapid thrust of the thumb actuator while holding the control handle body. Once the handle stay is removed, keep hands and fingers clear from the delivery housing distal tip so that an accidental release of the padlock clip® does not result in personal injury. Once the handle stay is removed, use caution in handling thumb actuator button to prevent inadvertent deployment of the clip. When using suction to pull target tissue into the cap, there is a risk of capturing tissue/organs outside of the lumen and adjacent to the target treatment area. Use of a grasping device is recommended to acquire the target tissue and minimize the risk of capturing tissue/ organs adjacent to the treatment area."

Event description:
The user facility reported that during a patient procedure the padlock clip did not deploy past the white cap on two devices. Facility personnel took the patient into surgery to complete the procedure resulting in a procedure delay. No report of injury.